Event description:
During an angioplasty being performed, a 7mm x 40mm precise pro rx stent was implanted. After post-dilatation, an x-ray performed showed a fracture. The stent was implanted in an actively moving segment of the artery. Intravascular ultrasound was not performed after stent placement. The target vessel was the common and internal carotid. The total length of the stented segment was 40mm. The vessel was calcified and had 90% stenosis. The patient is stable, and is taking plavix and aspirin to avoid thrombosis and restenosis. It was verified post-surgery to see if there would be thrombosis. There were no anomalies noted on the stent prior to use or during prep.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No issues were noted that were considered potentially related to the reported complaint.